Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up in clinic. It was noted that the atrial lead exhibited noise that was able to be reproduced with pocket manipulation. The patient was asymptomatic. No intervention was performed and the patient would continue to be monitored.